Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20109560. Medical device expiration date: 2021-10-21. Device manufacture date: 2020-10-19. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pressure rated ext set bonded ss 8.5 had flow issues and were clogged during use. The following was reported by the initial reporter: it was reported that the extension tubing will not draw or flush. Verbatim: the extension tubing does not allow you to draw from the tubing or flush through the tubing. It is completely defective and has been identified as happening multiple times over the last several months, in excess of 10 times. Unsure if it was with the same lot numbers.